Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was experiencing gi bleeding and hemolysis. The pt was readmitted into the hospital two weeks later for hemolysis again. The pt's ldh was in the range of 1900, with intermittent tea colored urine. The pt was plasma free and "it never really got that high". It was also reported that the pt is very precarious, and the hospital staff considered exchanging his pump, but the pt had a prolonged hospital stay with the first implant, so they are hesitant. The pt remains ongoing.

Manufacturer narrative:
The device remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.